Event description:
Procedure: lap cholecystectomy. According to the report: while in use, the device was fully extended. After use, the device could not be shortened. It was found the shaft part was torn. The device was removed and the broken piece was retrieved. Oozing under 200cc occurred. The procedure was not extended more than 30 mins. No pt info is available.

Manufacturer narrative:
(B) (4).